Manufacturer narrative:
The field report of guidewire could not be inserted was confirmed. A test guidewire was inserted through the connector pin of the lead. The guidewire was not able to be fully inserted. The guidewire was blocked at 52.6cm from the connector pin due ro inner cooil clooged with blood/bodily fluids. The lead was otherwise normal.

Event description:
It was reported that high capture threshold was increasing over time on the lv lead. Upon fluoroscopy imaging lead dislodgement was confirmed. Patient was presented for a device change out procedure due to the device approaching elective replacement indicator. During the procedure physician was unable to reposition the lead and the competitive guidewire was unable to advance into the lead. Lead was explanted and a new lead was implanted. The patient was stable prior, during and post procedure.